Event description:
Add'l info received stated that the pt was discharged to home from the ER and is reportedly doing well. Add'l info from uf report # (B)(4): venous blood line became separated from the catheter port while the hemosafe device was still intact during the pt's treatment. Pt had blood loss of greater than 100cc. Pct immediately called for help. Treatment was discontinued, 911 activated, bp 76/46, 500cc ns given, o2 on at 4l. Pt alert and oriented, transported to hospital and transfused with 1 unit of prbcs. Date of this report: (B)(6) 2011.

Manufacturer narrative:
(B)(4), lot# 032722911kr0; expiration date: 08/01/2012.